Event description:
It was reported that bd insyte autoguard needle did not completely retract. The following information was provided by the initial reporter: we are having an issue with the 22g bd insyte autoguard IV caths reference # 381423 that we received from mckesson. The boxes are all the same lot # 4269435. Unfortunately, the needle stays out when the button is pressed, and they don't retract. 2 dec hello, I have all four boxes to send back. Email me the return label and I can send back this week. 18 dec I apologize for leaving that lot # out. Yes, 4229661 was also the same issue.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples and video submitted for evaluation. Bd received 100 sealed 22gx1.00in insyte autoguard devices from lot number 4269435. A functional test of the representative samples from lot #4269435 showed no damage or defects. The physical sample needles fully retracted within the specified time limit. Bd received 85 units from lot 4229661 for the investigation of this complaint. A functional test of the representative samples from lot #4229661 was performed. During the functional testing 5 samples had retraction time above 1s. No physical defects were observed on the affected samples, but excessive gel applied during our manufacturing process is suspected to be the cause of slow retraction. Your report of slow retraction was confirmed from the video that was provided for investigation. The video showed an insyte autoguard needle without the IV catheter in place. Once the safety mechanism was activated, the needle fully retracted; however, the retraction time exceeded the specification limit. Without the physical sample that was shown in the video, the root cause of the slow retraction could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.